Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to issue medication. A technical support specialist (tss) remotely accessed the machine and reviewed the database to investigate the issue. The user was instructed to search for posi flush in the search box, after which the medication appeared in the list. The user successfully searched for and issued additional medications, confirming normal system functionality and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the bd posiflush 0.9% medication to any patients. The customer attempted to search for the medication, but it did not appear in the search results. They also tried issuing other medications, and there were no issues with those. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.